Manufacturer narrative:
Other: wheel assembly.

Event description:
It was reported by service report that there was a broken wheel assembly. No patient involvement or adverse consequences are reported.